Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to alarming and no display. The device was powered up, testing was performed and the device passed all testing. No issues were found with "alarming and no display". The event history log was reviewed and there was no supporting evidence. No further action will be taken at this time.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming no display. There was no reported adverse event.